Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first prostyle device was successfully pre-placed at the 11 o'clock position. Reportedly, when the plunger of the second prostyle device was pushed and pulled back at the 1 o'clock position, the suture did not follow. A cuff miss occurred. The suture of a third prostyle device was successfully pre-placed at the 1 o'clock position. The sheath was upsized to greater than 10f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.